Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined. A visual and functional assessment was performed on the device which found that the hand control will not slide into lock position. During repair the it was observed that the hand control was missing rear o-ring and front o-ring is worn and damaged/cut. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified cervical surgical procedure, it was observed that the motor device could not secure attachment devices. It was further reported that the hand control device would not go into the lock position while in use with the motor device. As a result, there was a twenty-nine minute delay to the surgical procedure. A spare device was available for use, and the surgical procedure was successfully completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.